Manufacturer narrative:
Based on the initial escalation analysis, it was observed that the sensor readings closely matched with the fingerstick measurements with occasional mismatch. The overall sensor performance was within expectation at the time of the analysis. The RMA was authorized due to customer experience. Upon receiving of the RMA in-house, it was found that the sensor was unresponsive, meaning that the sensor may have gotten damaged during removal. No further investigation could be done at this time. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D9: device available for evaluation? Yes, 15 february 2022. H3: device evaluated by manufacturer? Yes. H6: type of investigation updated to 10. H6: investigation findings updated to 213, 3221. H6: investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2021, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.